Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a failed battery test alarm. The customer¿s blood glucose level was 9.9 mmol/l. Troubleshooting was performed. They were advised to clean the inside of the battery cap and battery compartment. They were advised to monitor the insulin pump with a new set of batteries. There was no clear indication that the alarm was cleared. The device will not be returned for analysis.